Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a salpingectomy, there were holes in the bag and the string was not attached. Grabbed a new bag to complete the case. The issue was found prior to use in the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the bag was torn and the string was broken. The instrument was received with the bag detached and not received. There was plastic remnant on the ring and the black shrink tubing was intact. The pull ring was received with the string attached. The end of the string was cleanly cut. There was no evidence of fiber on the cutting blade of the handle. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Replication of the reported condition may be due to the string coming in contact with a sharp object. Since the bag was not received, the reported condition of torn bag could not be confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Since the bag was not received for analysis, the file will be concluded to be a not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.